Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the pt was treated with fortum (injection (inj), 1.5 gm, frequency not reported), reflin (inj, 1.5 gm, frequency not reported) and heparin (inj, 1000 units each bag for 3 days) for the event of peritonitis. The cause of peritonitis was unknown. At the time of the report the peritonitis was resolving, the pt was recovering from the event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient stopped antibiotic therapies of fortum and reflin and recovered (previously reported as recovering) from the peritonitis.